Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 43 previously reported events are included in this follow-up record. Product return status 43 devices were evaluated in the field.

Event description:
This report summarizes 43 malfunction events in which the device had paint chips missing. - 43 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 43 events were reported for this quarter. Product return status 3 devices were received. 38 devices were evaluated in the field. 2 device investigation types have not yet been determined. Additional information 43 devices were not labeled for single-use. 43 devices were not reprocessed or reused.

Event description:
This report summarizes 43 malfunction events in which the device had paint chips missing. 43 events had no patient involvement; no patient impact.